Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, deviations from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of the colonovideoscope, the control section had foreign objects, the air/water (a/w) cylinder tube, nozzle and a/w tube had a white foreign material, residual liquid/foreign material coming out of suction connector of endoscope connector and channel tube; a fibrous foreign material and foreign objects come out of suction port. There was no patient involvement.